Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure a balloon rupture occurred. The patient presented with a target lesion that was a 75% instent restenosed 8-60mm non-bsc stent located in the moderately tortuous and non calcified superficial femoral artery (sfa). Vascular access was obtained via a contralateral approach with a 6f 90cm non-bsc sheath inserted into the external iliac artery. A non-bsc guide wire crossed the target lesion. A 6.0 x 60/135 (4f) sterling' balloon catheter was advanced to the target lesion. During the first inflation attempt the sterling' balloon did not inflate. The sterling' balloon catheter was removed intact. Outside of the body, the physician confirmed that a balloon rupture had occurred. An angiograph was performed and no vessel damage was noted. A 7-10mm non-bsc balloon catheter was used to complete the procedure. No patient complications were reported and the patient's status is listed as good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by manufacturer: the complaint device was not returned; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).